Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured inside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 86% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-segment of the right coronary artery. The device was completely removed from the patient by simply pulled out.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured inside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A break was identified on the hypotube shaft, 47.5cm distal to the distal end of the strain relief. Multiple kinks were identified along the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues were noted with the bumper tip. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a shaft break occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured inside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 86% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-segment of the right coronary artery. The device was completely removed from the patient by simply pulled out.